Manufacturer narrative:
D6a: implant date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred post an open thoracic spinal fixation at t6-8 for a t7 tumor stabilization in a patient diagnosed with renal cancer with secondary metastasis to the spine t6-8 tumor. It was reported that screw was placed by another surgeon 4 years ago (exact date unknown). A revision/extension fusion procedure was being performed due to the patient's pathology progressing- tumor which had spread to the previously instrumented levels affecting the bone quality and previous screws hold. Screw was discovered fractured in-situ (a third of the way down the thread) when revising and discarded. Tulip and proximal third of the screw was removed. Two thirds of the distal screw remain in-bone at t8 level. Surgeon didn't deem removal of the rest of the screw necessary due to pathology and condition of the patient. The surgeon revising the fusion believed the product failed due to the patients condition. There was no patient symptom reported. There were no further complications reported regarding the event.